Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cables were not properly positioned. The field service engineer reseated cables, and the issue has been resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was unexpectedly turned off while retrieving medications for the patient. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.